Event description:
Consumer initially called to inquire about the blood glucose levels read by the true metrix meter. Customer then stated that since she started testing using the true metrix meter she had only obtained blood glucose test results in the 500's and hi. Customer stated she had obtained the meter monday and that she is new to testing. At the time of the call the customer reported symptoms of frequent urination, blurry vision, dry mouth and feeling dizzy. Customer stated that she would be seeking medical attention and going to the hospital. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated that she was currently in the hospital. Customer had gone to the hospital on (B)(6) 2022 after the initial call. Customer stated she believed her blood glucose at the hospital had been 552 mg/dl (fasting/non-fasting undisclosed). The diagnosis was dka and customer was receiving treatment to lower her blood glucose. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms. Customer stated she had been discharged from the hospital on (B)(6) 2022. Customer had received additional diagnosis of high blood glucose. Customer stated that she is now taking insulin. Customer stated the replacement products had resolved the initial concern.

Manufacturer narrative:
Sections with additional information as of 20-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.